Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the fenestrated bipolar forceps instrument had to be removed with the cannula; later, it was discovered that there was a broken wire at the wrist. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-apr-2026: no fragments fell into the patient. The instrument will be returned for evaluation.